Manufacturer narrative:
The reported event that ¿the drill had fractured¿ could be confirmed. The visual investigation revealed that the tip of the drill was broken off. The fracture surface shows the appearance of a forced rupture resulting from too high torsional loads. According to the IFU twist drills are designed and indicated for use at low speed (less than 1,000 rpm). Operation at higher speeds may result in failure of the twist drill and potential injury to the user, patient, or third parties. Based on the investigation and based on the reported event the root cause was attributed to an inappropriate user handling. The drill was broken off due to the usage of the drill with a revolution speed of 14000rpm. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported during a left lateral orbital rim surgery, the resident surgeon was drilling with product 6010512 in conjunction with a stryker core drill. Drill speed was set at 14000 rpm. When resident felt he reached a level for a good purchase with bone he began backing out the drill and noticed that the bit had fractured at the 10mm mark. The 10mm of twist drill was left in patient bone as it was decided there would be more trauma to remove it. The surgeon had to re-drill an additional hole and case was completed successfully.

Event description:
It was reported during a left lateral orbital rim surgery, the resident surgeon was drilling with product 6010512 in conjunction with a stryker core drill. Drill speed was set at 14000 rpm. When resident felt he reached a level for a good purchase with bone he began backing out the drill and noticed that the bit had fractured at the 10mm mark. The 10mm of twist drill was left in patient bone as it was decided there would be more trauma to remove it. The surgeon had to re-drill an additional hole and case was completed successfully.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.